Manufacturer narrative:
H10: the device was not received for evaluation; however, the baxter technician provided phone support and guided the user to inspect the device. The user found the leak from the u9000 set and replaced the filter. Disinfection was completed without further incident. No further information provided by the customer. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leakage was observed from an unknown location of an unspecified u9000 filter set during disinfection while priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.